Manufacturer narrative:
(B)(4). Title: use of the gastroduodenal artery in hepatic artery reconstruction for iatrogenic hepatic artery injury during laparoscopic total gastrectomy: case report and review of the literature source: ann vasc surg 2020; 66: 666.e1¿666.e5 published online: 2 january 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature study of a woman who underwent an elective laparoscopic total gastrectomy. Ligasure was used to ligate the short gastric arteries. When ligated bleeding was noted and the source was found to be inadvertent resection of the hepatic artery. The procedure was converted to open and reconstruction of the hepatic artery was performed. Estimated blood loss was 500ml. No post-operative complications were reported.